Manufacturer narrative:
Internal complaint reference number: case-(B)(4).

Event description:
It was reported that, during a tha, one (1) polarcup trial insert nav 22/59 broke when hammering in the implant. All pieces of the broken instrument were removed from the surgical site. The procedure was resumed, without any delay, using the same device. No further complications were reported.